Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for about 3 seconds, the balloon ruptured vertically at the distal side. The device was removed from the patient's body without problem and the procedure was completed with a different device. There were no patient injury reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for about 3 seconds, the balloon ruptured vertically at the distal side. The device was removed from the patient's body without problem and the procedure was completed with a different device. There were no patient injury reported and the patient status was good.

Manufacturer narrative:
(B)(6).